Manufacturer narrative:
This device was used for treatment, not diagnosis. Implant date: unknown, approximately 10 years ago. (B)(4) adjacent level disc degeneration. This report is for two (2) unknown rods. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient developed adjacent level disc degeneration at levels l3-l4. The patient underwent initial surgery from levels l4-s1 being implanted with pangea approximately 10 years ago on an unknown date. The patient had a follow up doctor's visit and reported pain on an unknown date. X-rays were taken on unknown date that confirmed adjacent level disc degeneration. On (B)(6) 2016 the patient had a revision surgery completed not removing any implants at levels l3-l4 but performed a laminectomy at levels l3-l4 and only removing crosslinks at levels l5-s1. It was reported that the revision surgery was successfully completed without any issues and the patient as stable. This report is for two (2) unknown rods. This report is 1 of 3 for (B)(4).